Manufacturer narrative:
E1 - initial reporter first and last name unknown. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that when the device was used to keep the airway open and avoid aspiration, during intubation under the guidance of a fiberoptic bronchoscope the device had an air bag leak. The patient had no obvious discomfort. There was patient involvement, but no patient harm reported.